Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a burning skin irritation on their side from the lifevest equipment. The patient was given a cream from the hospital. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery.

Event description:
A us distributor contacted zoll to report that a patient developed a burning skin irritation on their side from the lifevest equipment. The patient was given a cream from the hospital. Follow up indicated that the skin irritation improved. A us distributor reported that a battery would not power on a monitor.